Manufacturer narrative:
Results evaluation codes. The sample involved in this event is being cleaned for safe handling. Upon completion of the evaluation an updated report will be submitted.

Event description:
The user facility reported one event of the needle separating from the snap connection of the holder when the tube is removed from the holder. No blood exposure reported.